Event description:
It was reported that this right atrial (ra) lead had high impedances and did not have capture. An x-ray confirmed this lead was dislodged due to the patients tendency to manipulate the device through the skin. Subsequently, this ra lead was explanted and a new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in dislodgement, loss-of-capture, and impedance issues. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead had high impedances and did not have capture. An x-ray confirmed this lead was dislodged due to the patients tendency to manipulate the device through the skin. Subsequently, this ra lead was explanted and a new lead was successfully placed. No additional adverse patient effects were reported.